Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and needed assistance connecting the meter with the insulin pump. Blood glucose level at the time of the incident was 51 mg/dl and sensor glucose was 64 mg/dl. Customer treated the low blood glucose with food. Customer declined troubleshooting. Meter was linked successfully with the device. The insulin pump was not replaced or returned for analysis.